Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed a pocket infection therefore the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. It was noted that the patient had cellulitis for some time and probably did not seek treatment soon enough. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.